Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) his bundle lead was sensing ventricular activity and pacing and capturing the ventricle. The ra his bundle lead remains in use. No patient complications have been reported as a result of this event.